Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving fentanyl (40 0mcg/ml at a dose of 338.77mcg) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient believed the pump was rotating in the pocket. There was difficulty during refills. No known diagnostics or troubleshooting were performed and there were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was scheduled with a surgeon for a consult and per the surgeon, the patient was then scheduled for a pocket revision. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-dec-13. It was reported that the cause of the pump movement was that the pump was not properly sutured.